Event description:
The account reported that during/upon a polypectomy, the pt's colon wall was perforated. The electrosurgical generator (esu) was in the endocut mode, effect 3 at 200 watts. No further info was provided.